Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that on (B)(6) 2018, the patient's system was removed except for a portion of one of the leads, which had to be clipped with a pig tail of the lead left within the patient's flank area. No symptoms were reported. No further information was provided. MRI guidelines were requested because of the abandoned lead segment. No further complications were reported or anticipated.